Event description:
International customer reported a reservoir readily inflated with air from a leak at the device connector. No adverse pt consequences were reported.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been rec'd, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. This is one of four medwatch reports being submitted as four separate devices were used. See 2210968-2007-00051, 2210968-2007-00052, 2210968-2007-00053 and 210968-2007-00054 for all associated reports. The same pt is represented in each medwatch. The actual device associated with this event is not known. International affiliate reports the following possible products: lot 44753isp -mfg date: 8/3/2006 -exp date: 9/30/2011, lot 44820isp- mfg date: 8/18/2006 exp date: 9/30/2011.